Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
We have been notified of a complaint involving an oscor 23 fr introducer (material #0052-3021, lot # dor01986). The complainant reported that during attempted insertion, the 23 fr introducer sheath cracked. The device was removed and a 23 fr medtronic dilator was utilized for the planned impella rp implant. The customer stated the patient was stable. The device was used in an impella rp implant procedure. No other devices used in the procedure. No medical intervention/additional surgical procedure required. The procedure was completed using another device brand. The device was removed without issue and a medtronic sheath was utilized for the implant.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h6 and h11. No product was returned to oscor inc. For evaluation device not returned; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. Based on the information provided by the supporting documentation, during attempted insertion, the 23 fr introducer sheath cracked. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified, and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.